Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter shredded when threading. The following information was provided by the initial reporter: we were using the insyte autogaurd 24g IV in the facility when the cannula of one of the ivs shredded when threading it into a patient. The patient was unharmed but the IV attempt was unsuccessful due to the device failure thus resulting in the patient having to be stuck again.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-aug-2023. H6: investigation summary: bd received sixty 24 gauge insyte autoguard devices from lot 3024403 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Each unit appeared to be in their originally sealed packaging and were unused. Next, the engineer opened the packaging and checked each unit for needle penetration and drag force. Each unit passed and were found to be within product specifications. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter shredded when threading. The following information was provided by the initial reporter: we were using the insyte autogaurd 24g IV in the facility when the cannula of one of the ivs shredded when threading it into a patient. The patient was unharmed but the IV attempt was unsuccessful due to the device failure thus resulting in the patient having to be stuck again.